Event description:
Customer reported having issues with the sensor readings. Customer stated she stopped using the sensor since (B)(6) after experiencing a bad low. Customer stated the device kept alarming low predicts and her blood glucose was high in the 300 mg/dl range. Customer stated because of the alarm she ended up with a low and ended up in emergency room. Troubleshooting was not performed since it was a past event the customer was reporting. Customer was advised how to properly calibrate. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.